Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to the patient feeling pain at the site of the device. The device will be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to the patient feeling pain at the site of the device. The device will be returned for device analysis. No additional adverse patient effects were reported.